Event description:
A malfunction alarm, identified as "malf 1," was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, so tandem's technical support decided to replace it. The customer was informed about the backup therapy using mdi and was advised about receiving a replacement pump with updated software. The customer was also instructed on putting the old pump into storage mode and returning it to tandem using the provided return box and pre-paid label. All instructions were understood and acknowledged by the customer.